Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the tibial component to address pain. During the revision, the tibial implant was found to be grossly loose with no cement adhered to the titanium surface. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface size gh 12mm catalog #: 00596404212 lot #: 64507192, nexgen standard cemented all poly patella 35mm catalog #: 00597206535. Lot #: 65270040, nexgen option femoral component size g left catalog #: 00596401751 lot #: 64028394. The device will not be returned for analysis due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.